Event description:
An end user alleged that she experienced the loss of two lower back teeth as a result of using an amara full face mask. The end user received her first amara mask in (B)(6) 2015, and immediately altered that mask (and subsequent replacement masks) by cutting a piece of the upper lip area of the silicone material of the mask. The user did not contact her durable medical equipment (dme) supplier to report issues with the fit of her masks, and continued to use them in a modified condition until (B)(6) 2017. The user also confirmed that the two teeth had crowns placed many years before the actual tooth loss occurred, indicating dental issues were present before the mask was placed in use. The user was advised to discontinue use of the amara view and was supplied a different mask. The manufacturer received the mask for investigation and confirmed the end user had modified the mask but cutting a piece of it out. There were no other defects noted. The certificate of conformance for the mask received for evaluation confirms it met the manufacturer's specifications. The amara full face mask/amara gel full face mask is intended to provide an interface for application of CPAP or bi-level therapy to patients. The mask is for single patient use in the home or multi-patient use in the hospital/institutional environment. The mask is to be used on patients (>66 lbs/30 kg) for whom CPAP or bi-level therapy has been prescribed. Labeling warns the user: "consult a physician or dentist if you encounter tooth, gum, or jaw soreness. Use of a mask may aggravate an existing dental condition." Labeling also instructs the user: "the mask should rest comfortably against your face. The forehead pad will touch your forehead lightly. The bottom of the mask cushion should rest just above your chin with your mouth slightly open." Based on the information available, the manufacturer concludes the tooth loss most likely occurred as a result of a pre-existing condition, and is not related to the mask design or function. No further action is necessary.